Event description:
It was reported that the patient was seen on (B)(6) 2022 with bleeding. Their labs showed a decrease in hemoglobin with a result of 7.9. The patient was to receive an IV iron transfusion on (B)(6) 2022. The patient had also stated they had experienced bouts of darker stool which lead to concerns of gastrointestinal bleeding. The patient was successfully transfused with 2 units of packed red blood cells (prbcs).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that a gastrointestinal scope and computed tomography (CT) were utilized but no bleeding was seen on either the CT or scope. The bleeding was resolved and the source of bleeding remained unknown. The patient was to be evaluated by benign hematology.